Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported customer experienced continuous elevated blood glucose (bg 600s mg/dl). Ketone level was large. Infusion set and cartridge were changed multiple times. New insulin was used. Bolus delivery via the pump did not lower bg. However, insulin injections that were administered by parents did lower bg. Customer reverted to using an alternate pump for insulin therapy.